Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. Technical services suggested the patient be seen in clinic for a lead evaluation. This high out of range pacing impedance measurement triggered a lead safety switch. In unipolar configuration oversensing of noise was exhibited. Noise oversensing resulted in greater than two seconds of pacing inhibition. Additional information has been requested but was not provided at this time. This ra lead remains in service. No additional adverse patient effects were reported.